Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, one (1) tube was dropped and the stopper popped off causing a leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received (B)(4) samples for investigation. Upon inspection, the (B)(4) returned samples showed no visible defects. A functional test conducted on 10 of these samples confirmed that all tubes were within specification limits, with the stopper function operating correctly. Similarly, (B)(4) retained samples were inspected and also showed no visible defects. Additionally, a functional test on 10 retained samples verified that all tubes met specification limits without any issues in the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off/stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, an unspecified number of tubes had the stopper pull out and remain in the hub of the blood collection set causing a blood leak. No adverse impact was reported regarding the patient or user.